Manufacturer narrative:
(B)(4): the biomedical engineer reported that the device wold not power on as expected. There was no report of pt involvement. The biomed isolated the problem to the power supply. Replacement of the power supply resolved the problem.

Event description:
The biomedical engineer reported that the device would not power on as expected. There was no report of pt involvement.